Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The main component of the system. Other relevant device(s) are: product ID: fr99525, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 11 months post implant of this 25mm aortic bioprosthetic valve, the valve was explanted and replaced with a 23mm valve of the same model. The reason for replacement was not reported. Subsequently, 6 days later the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Description of event was updated. The codes associated with product b009780 are: c3080, c3128, c34738 the codes associated with product 25n09f4420 are: c51223, c63285. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the 25mm bioprosthetic valve was replaced due to calcification and moderate-severe in sufficiency. It was reported the death was due to heart failure. The patient required intubation post op and was placed on extracorporeal membrane oxygenation (ECMO) support. The patient was hypotensive 1 day post op and had to be transferred to the operating room for diffused bleeding. Chest exploration was performed and the patient was ischemic and recannulation was attempted. A brain perfusion scan was positive for brain death. The patient was high risk and the physician did not attribute the death to the bioprosthetic valve or its function.